Event description:
Implantable cardio-defib. Malfunction resulting in defibrillator discharging when pt had no symptoms. Cs lead had visible lead fracture at time of removal. Right ventricular lead had very small sensed r-wave, as well as oversensing.